Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. Facility stated that upon initiating pt treatment (treatment not actually started), the patient care technician noticed pinkish color oozing into the hanson line connected to the dialyzer. Treatment was immediately stopped and pt's blood was not returned due to potential contamination. Pt was moved to another machine, and completed treatment without difficulty. Estimated blood loss was less than 100cc's. Pt did not require any medical intervention.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.